Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer experienced a high blood glucose (bg) of 548 mg/dl and alleged high ketone levels. Customer gave a correction bolus via the pump to address bg level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.